Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the cylinder extrusion. A new ipp was implanted and boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. The ams 700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak/pressure tested, and examined using a microscope. Both cylinders had leaks from tool damage by the proximal end of the cylinder bodies with broken fabric threads found within the damage. Both were not pressure tested due to the leak found. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, examined using the microscope, and functionally tested; no leaks were found. The ms pump was functionally tested and passed within specification. Product analysis was unable to confirm the extrusion and did not identify any device malfunction to the returned devices. Based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom extrusion is a known risk associated with ipp procedures and is noted as such in the ipp instructions for use.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the clyinders extruded. A new ipp was implanted and boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Product information adn d6a: implant date were updated.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the cylinder extrusion. A new ipp was implanted and boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.